Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the compressive bucking on the needle tube caused by the friction between the outer tube and the needle. The instructions for use warns the prevention method associated with the event as follows: a. Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. B. Operate the slider slowly, otherwise the tube could buckle. C. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. D. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. E. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. F. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use injector had no solution coming out of the tip of the needle. It was also reported that when the tip of the needle was only partially extended, the liquid came out. Saline came out either way. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.